Event description:
Customer reported that the reservoir leaked past both o-rings. Nothing further was reported.

Manufacturer narrative:
Inspected three sealed reservoirs and performed the manual prime and high-pressure tests per specifications, no leakage or air bubbles were observed on both of the o-rings. Checked o-rings for defects and none were found. The reservoirs operated within specifications, and the reservoirs were connected and locked properly.